Manufacturer narrative:
Continuation of medical devices: product ID 5076-58, lead implanted: (B)(6) 2009. The initial reported event of infection/erosion was received on (B)(6) 2017. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on (B)(6) 2018 and revealed vegetation on the lead. As this new information does not qualify for summary reporting, this report is therefore being submitted as bimonthly report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and later replaced due to infection and erosion. During the explant procedure, vegetation was noted on the tip of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.